Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve partially loaded within the capsule. The capsule tip was severely folded inwards. The handle was intact. The device was received with the capsule partially opened. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with severe deformation. There was severe deformation to the capsule tip with multiple nitinol crowns observed protruding through the polymer material at the distal end of the capsule. There was deformation to the proximal end of the capsule with two nitinol protrusions visible. The deployment knob retracted and advanced the capsule with resistance noted with the spindle passed through the site of severe capsule deformation. The trigger moved to fully advanced and retracted positions with resistance noted and locked in place when released. The tip-retrieval mechanism was intact with resistance noted when tested. There was a bend to the inner member shaft. There was damage observed on the threading of the screw gear. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The deployment knob of the delivery catheter system (dcs) contains a tactile indication as a notification before the point of no recapture. Per the device instructions for use (IFU) ¿once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system.¿ in this case, the provided image of the dcs after removal from the patient confirms damage to the capsule, likely as a result of the attempted recapture after the point of no recapture. Three static images, eight media files and a case presentation deck were provided for review. Th patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter was 64.3 millimeter (mm) with a perimeter derived diameter of 20.5mm suggesting a 26mm evolut. Fluoroscopic valve load inspection was provided and confirmed a good load. The valve was deployed to 80% and valve depth assessment in the cusp overlap and lao views determined the valve was considered too high (<(><<)>1mm) and a recapture would be warranted. It was reported by the field that the operator turned the deployment knob in the wrong direction, passing the point of no recapture. Despite this, the operator attempted to recapture anyway, but was unable to, causing damage to the capsule. Complete recapture was not possible, and the valve and dcs had to be removed from the body while the valve was still exposed. Signific ant damage to the delivery catheter system was observed after removal from the body. The subject dcs was returned to medtronic for analysis. The dcs was received with the valve partially recaptured and the capsule tip severely folded inwards. Deformation to the proximal end of the capsule was also observed, including two nitinol crowns protruding through the capsule. The capsule damage appears to be a result of the inability to fully recapture that valve after deployment past the point of no recapture. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no loading difficulties or unusual resistance was felt while loading the valve. No misload was reported. During the valve implant, at 80% deployed, the implant depth was checked via cine and angiography and the depth was determined to be a little bit high. In the left anterior oblique (lao) view, the valve appeared to be shallow. The physician decided to recapture the valve. During the recapture, the physician turned the incorrect side of the delivery catheter system (dcs) to point of no return and was unable to fully recapture the valve. Subsequently, the physician withdrew the not fully recaptured valve and dcs from the patient. The medtronic field representative who was present at the event provided photographs of the withdrawn valve and dcs that showed damage on the dcs capsule. A procedural delay occurred as a result of the capsule damage and inability to recapture the valve. The valve and dcs were not used for implant and were replaced with a new valve system to complete the procedure. Bleeding at the right femoral artery was observed. A balloon used from the left femoral artery access and hemostasis was achieved using an absorbable haemostatic gelatin sponge (spongostan). No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.